Event description:
It was reported that a representative returned a monopolar curved scissors instrument tip cover accessory used during a davinci s surgical procedure at the site for evaluation. No patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00472.

Manufacturer narrative:
During evaluation, engineering observed the tip cover to have a .025" diameter hole exhibiting localized melting of the silicone. The hole is located 30 degrees radially from one silicone parting line and .420" above the silicone to sleeve interface. There is a .050" long mechanical tear at the distal tip of the silicone. The silicone may have had a small nick on either the inner or outer surfaces of the silicone at the hole site. Evidence of the nick would be destroyed by the localized melting of the silicone and the creation of the hole.